Event description:
In 2004, the pt contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist spoke with the pt on the 3rd day. The pt dropped the reported meter about one week ago. They attempted to use the meter several times over the last week and the meter would not power on. They continued to take their usual diabetes medication of actose 45 mg and amaryl 4 mg each morning. They tried to test during the late morning in 10/2004 and the meter would not power on. They ate breakfast, took their usual diabetes medications, and ate lunch. They attempted to test with meter several more times and the meter would not power on. At approx 4:00 pm, they felt very tired and nauseated. They tested on a friend's meter and obtained a result of 449 mg/dl. Their friend took pt to the hosp ER. A result of 399 mg/dl was obtained on the ER meter at approx 5:00 pm. The pt was treated wtih IV insulin and potassium. The ER nurse advised the pt to call lfs regarding their meter when they arrived home. The last result obtained in the ER was approx 220 mg/dl. They were rleased to home at 9:00 pm. The pt stated that their blood glucose readings are typically in 200 mg/dl to 250 mg/dl range. They will be seeing their physician to reassess their diabetes medication. They have been able to test with their meter since contacting lifescan. The customer service rep walked the pt through removing and re-installing the battery and the meter powered on. The pt did not allege harm. However, there is an indication that the pt experienced injury and medical intervention due to the meter. Based on the resolved power issue, there is no indication that the product malfunctioned. No products were replaced.